Manufacturer narrative:
Cylinder/pump: catalog # 72404253, expiration date: 02/11/2019, (B)(4). Reservoir: catalog #: 720185-01, expiration date: 04/05/2020, (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced for unknown reasons. No patient complications reported in relation to this event. Additional information reported revealed that the device was replaced due to possible infection. The device would not deflate, even when the patient was under anesthesia. No further patient complications reported in relation to this event. Additional information reported revealed that the patient experienced right groin pain. The pump did not work. The device would not deflate without extreme pressure. No further patient complications reported in relation to this event. Additional information received via medical records states the following: the day after having his device activated the patient experienced severe pain at the surgical site. On (B)(6) 2018 the physician noted the implant was in a good position and the patient was healing well. The patient had a tender right testis. On (B)(6) 2018 the patient had some slight pain, mostly to touch, and feels better but not perfect. "Examination of the penis showed ipp post op changes, minimal swelling, small hematoma around tubing on right, otherwise healing well." The patient was diagnosed with having "mild right orchitis." Antibiotics were prescribed at that time. At this time the patient had a partial erection and was not able to deflate the device resulting in discomfort. On (B)(6) 2018 the patient was seen by his physician. The physician was able to deflate the device after 20 minutes of manipulation. He noted that the "button does not depress and allow deflation." On (B)(6) 2018 when the patient was seen by his physician, his pain and swelling had decreased. On (B)(6) 2019 when the patient was seen by his physician they were unable to inflate and deflate the device. On (B)(6) 2018 the patient underwent a replacement surgery. During the surgery no gross infection was found. The physician found that "the pump was able to inflate, deflating the device was very difficult, the spring mechanism did not function correctly and did not allow deflation (otr). The pin was pushed through and reset, this still did not allow easy deflating [of] the device." The device was felt to be defective. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced for unknown reasons. No patient complications reported in relation to this event. Additional information reported revealed that the device was replaced due to possible infection. The device would not deflate, even when the patient was under anesthesia. No further patient complications reported in relation to this event. Additional information reported revealed that the patient experienced right groin pain. The pump did not work. The device would not deflate without extreme pressure. No further patient complications reported in relation to this event. Additional information received via medical records states the following: the day after having his device activated the patient experienced severe pain at the surgical site. On (B)(6) 2018 the physician noted the implant was in a good position and the patient was healing well. The patient had a tender right testis. On (B)(6) 2018 the patient had some slight pain, mostly to touch, and feels better but not perfect. "Examination of the penis showed ipp post op changes, minimal swelling, small hematoma around tubing on right, otherwise healing well." The patient was diagnosed with having "mild right orchitis." Antibiotics were prescribed at that time. At this time the patient had a partial erection and was not able to deflate the device resulting in discomfort. On (B)(6) 2018 the patient was seen by his physician. The physician was able to deflate the device after 20 minutes of manipulation. He noted that the "button does not depress and allow deflation." On (B)(6) 2018 when the patient was seen by his physician, his pain and swelling had decreased. On (B)(6) 2019 when the patient was seen by his physician they were unable to inflate and deflate the device. On (B)(6) 2018 the patient underwent a replacement surgery. During the surgery no gross infection was found. The physician found that "the pump was able to inflate, deflating the device was very difficult, the spring mechanism did not function correctly and did not allow deflation (otr). The pin was pushed through and reset, this still did not allow easy deflating [of] the device." The device was felt to be defective.

Manufacturer narrative:
Device evaluation: the ms pump was visually and functionally tested. No leaks were found. The pump failed visual inspection due to identification of a misaligned spring. To confirm this visual irregularity did not affect the performance of the pump, the device was functionally tested utilizing the ms pump test fixture. The pump passed all tests, including the deflation test, which therefore confirms the misaligned spring did not affect the functionality of the device. The allegation of a deflation issue and pump malfunction could therefore not be confirmed. The reservoir was visually and functionally tested. No leaks were found nor abnormalities identified. The alleged pump malfunction was unable to be confirmed in this analysis.